Event description:
It is reported that the surgeon was inserting the 12mm dilator, and the top of the dilator came off and fell onto the patient. The surgeon then put the piece on the mayo stand and continued to insert the other dilators. The surgeon was able to complete the case. No adverse consequences to the patient is reported.

Manufacturer narrative:
The event was confirmed upon visual inspection of the returned device. The dilator ring was found missing from the tip of the dilator. However, the ring that got disengaged was not returned therefore further analysis could not be performed on the ring. The event did not lead to any adverse consequences to the patient. Manufacturing history was reviewed and no issues were identified. The device is approximately 2.5 years old. The exact root cause could not be determined due to incomplete return of the device components. Some of the plausible root causes include: normal wear and tear, instrument impacted during use that damaged the ring or the shaft, multiple heating and sterilization processes that results in losing the integrity of the connection/press fit.

Event description:
It is reported that the surgeon was inserting the 12mm dilator, and the top of the dilator came off and fell onto the patient. The surgeon then put the piece on the mayo stand and continued to insert the other dilators. The surgeon was able to complete the case. No adverse consequences tot he patient is reported.